Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar of a clearlink system continu-flo solution set was unable to slide onto the male portion of the intravenous connector. This occurred during set up. The set was replaced with a new set to resolve the issue. There was no patient involvement. No additional information is available.